Event description:
A journal article was reviewed that contained information regarding an infection. The article reports a patient who developed an infection and their system was explanted. The status/disposition of the device and lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: laser-assisted lead extraction of a retained lead remnant in the femoral and iliac veins. Journal of cardiovascular electrophysiology. 2021;32:2337¿2339. Doi: 10.1111/jce.15134. If information is provided in the future, a supplemental report will be issued.